Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The father reported via phone call that the insulin pump failed on the customer. The father reported a circle was present on the insulin pump's screen. It was also found the customer had an unknown alarm. The customer's blood glucose was 441 mg/dl. The customer was treated manually for their blood glucose. The insulin pump will not be returned for analysis.